Event description:
(B)(6) 2022, because atrial lead position check failed. Check atrial lead position. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).